Event description:
MFR received a report from a dealer that the consumer claims the cane bent causing the consumer's fall. Consumer alleges when consumer tried to get back up, the cane snapped completely. As a result of the incident, the consumer sustained three broken ribs. What role, if any did invacare device caused or contribute to the incident, is unclear.